Event description:
Patient reported that the vios that they got last year broke and they do need a new one. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.